Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and left a message stating that the pump did not emit a warning when the insulin was low and had stopped working. This complaint is being reported due to the allegation that the pump was not alarming and had stopped working.